Event description:
The perclose did not seal completely on the lateral side of left femoral artery. The physician was placing an impella device and did a pre close with the perclose device. One in the left femoral artery, medial and one in the left femoral artery, lateral. This was done with no complication. At the conclusion of the procedure, the impella device was removed and both of the perclose devices were deployed. One of the perclose devices deployed successfully. The other perclose device did not seal completely. Pressure was held and a femoral stop was applied. Left distal pt pulses were palpated in cardiovascular care unit (ccu) by cath lab tech and ccu rn.